Event description:
It was reported that while the metal cannula was being screwed onto the hand piece, plastic shavings went inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while the metal cannula was being screwed onto the hand piece, plastic shavings went inside the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record and non conformance report historical data were reviewed. There were no discrepancies observed that could contribute to the reported condition. Most probable root cause(s ) can be associated but not limited to : (1) metal cannula threads cutting into the plastic of the suction irrigator (2) excess metal on the tip's threads and/or (3) mishandling upon tip insertion unto the plastic screw. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.